Manufacturer narrative:
This case was reported from a consumer to FDA directly. Follow ups to the reporter are underway. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4x8f25. No adverse event has been reported on the identified batch except for this case. Although concomitant medications might affect mouth sores, it was considered that mouth sores were probably related to the product because the event recurred after 2nd and 3rd injection.

Event description:
On (B)(6) 2019 - a patient received supartz fx injection for joint damage from arthritis. On (B)(6) 2019 - mouth sores appeared within two days after the injection. On 2019-unk - the sores appeared within two days after the 2nd injection. On 2019-unk - it took 8 days before they appeared after the 3rd injection. The patient reported the problem to the nurse practitioner.

Event description:
Unknown 2019 - a patient received supartz fx injection for joint damage from arthritis. (B)(6) 2019 - mouth sores appeared within two days after the injection. 2019 on an unknown date the sores appeared within two days after the 2nd injection. 2019-unk - it took 8 days before they appeared after the 3rd injection. The patient reported the problem to the nurse practitioner.

Manufacturer narrative:
This is a definitive report. Three follow up attempts were made without success. Further information is not forthcoming. This case was reported from a consumer to FDA directly. According to the result of investigation, there were no deviations or out-of-specifications found in the manufacturing process, the in-process testing, the release testing, and the environmental monitoring for lot# 4x8f25. No adverse event has been reported on the identified batch except for this case. Although concomitant medications might affect mouth sores, it was considered that mouth sores were probably related to the product because the event recurred after 2nd and 3rd injection. The code of 4316(appropriate term/code not available) for h.6 manufacturer evaluation conclusion code was selected because the reported adverse event was not listed in the package insert.